Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. Injector malfunction is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Cracked or deformed cartridge/tip. Tip of the injector splits/cracks in half when surgeon implants the iol. The iol got caught jammed in between the cracks. Initial lens was not implanted, a back up lens was used. Longer surgery time in the or patient health not impacted.

Manufacturer narrative:
Tthis follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 -corrected to yes. Parts of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector was returned. The iol was not returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Cracked or deformed cartridge/tip tip of the injector splits/cracks in half when surgeon implants the iol. The iol got caught jammed in between the cracks. Intial lens was not implanted, a back up lens was used. Longer surgery time in the or patient health not impacted.